Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented for revision of an atrial lead. The patient was symptomatic due to loss of atrioventricular synchrony following implant when the lead exhibited high capture thresholds and loss of capture. During the explant procedure, stylets could not be advanced down the lead as though the lumen was occluded. The lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.